Event description:
It was reported that the procedure was to treat an unspecified lesion. The 3.5x8 mm nc trek balloon dilatation catheter (bdc) was inflated but could not be fully deflated. The balloon was withdrawn partially deflated. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the device that failed to deflate was a non-abbott balloon. There was no issue with the nc trek bdc. There is no complaint against the nc trek bdc. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the reported complaint there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device as it was reported that the complaint device was a non-abbott balloon. There was no issue with the nc trek bdc. There is no complaint against the nc trek bdc. Based on the additional information received, this event would not have been reportable. However since the initial MDR has already been filed, this event must remain reportable.d9/h3 - device available for evaluation updated from ¿yes¿ to ¿no.¿ d4 - medical device problem code 1149 was updated to 3189.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 3.5x8 mm nc trek balloon dilatation catheter (bdc) was inflated but could not be fully deflated. The balloon was withdrawn partially deflated. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.